Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer just recieved unit back from invacare for repair and the on/off switch audible alarm is not working.